Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was 177 mg/dl. Customer stated the scroll bar was not moving with no input. Customer stated that the all buttons were unresponsive. Customer stated that the alarm was not in progress when the button was unresponsive. Customer stated that he sensor received a calibration not accepted alert and change sensor alert. Customer claimed that he insulin pump was slow to respond with key press. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The device will return for the analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Basal was able to program. No basal programming anomalies noted. (B)(4).